Manufacturer narrative:
The report of suspected pump thrombosis and a specific cause for the elevated lactate dehydrogenase level could not be conclusively determined. The device remains in use and was not available for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to hematuria and an elevated lactate dehydrogenase (ldh). The symptoms were observed during a transplant evaluation appointment. It was also reported that the patient¿s vad audibly sounded different, and that device thrombosis was suspected. The patient¿s lactate dehydrogenase (ldh) peaked at 1400 u/l. The patient was started on IV heparin and the ldh decreased to 600 u/l. The patient was stable and discharged home on an unspecified date. No additional information was provided.